Manufacturer narrative:
Product ID 8781, serial# (B)(4), implanted: 2013 (B)(6); product type catheter. (B)(4).

Event description:
It was reported that ¿a month ago¿, the patient¿s pump was ¿turned too high¿ and at that time she was getting ¿4.0 something mg/day of the hydromorphone¿. The hcp (health care provider) reduced her dosage at that time to resolve her situation. The device system had delivered hydromorphone 20mg/ml at a dose of ¿4 something¿ at the time of the event. Additional information has been requested including the cause of the event, if any troubleshooting, interventions or other actions occurred and the patient¿s final outcome but was not available as of the date of this report. If additional information becomes available, a follow-up report will be submitted.